Event description:
A call was received through our techinical services department reporting that the device was explanted because the device battery depleted faster than expected. The device subsequently tested out of specification at the manufacturer. No patient complications have been reported since the device was removed from service.